Event description:
It was reported by a healthcare professional the patient sought out medical advice from the general practitioner due to an adverse skin reaction to the pod. The patient reportedly had symptoms of an infection at the insertion site. The clinical team is currently monitoring the situation closely as the patient may be allergic to the pod, adhesive or cannula. A yellow card has been completed for the patient to the mhra. Additional information regarding the incident was solicited but is unavailable. If additional information is provided and/or results from return product analysis investigation becomes available, a follow up report will be submitted.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.